Event description:
The customer reported that during an abdominoperineal proctectomy, the jaws could not be re-opened after cutting tissue. The surgeon manually opened the jaws and removed the device with no tissue damage or pt injury. The surgeon opened another device in order to complete the procedure. The device was returned for eval with the knife blade exposed.

Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.